Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#1627487-2018-12111. It was reported the patient lost stimulation with their drg system due to high impedance values on all lead contacts. Reprogramming was unable to resolve the issue. Therefore, x-rays were performed with results identified one lead to be severed. Surgical intervention may be undertaken at a future date to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-12111. Additional information received indicated surgery took place on (B)(6) 2018. During the procedure the lead located at t1 was removed and replaced. The lead located at c7 was unable to be removed and is reported within a separate MFR report. Patient had effective stimulation post operatively after programming.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-12111.